Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a "sputter" at 360 joules of energy. It is not known whether this was an unusual sound or a failure do discharge energy. We are considering this a failure to discharge energy pending the receipt of additional information. There was no pt involvement.